Event description:
Rptr's second set of implants were implanted on 2/4/82. She has developed stiff joints, headaches, chest pain, severe fatigue, stomach ulcers, depression, lupus, sleep disorder, mouth ulcers and dryness, short term memory loss, finger and hand swelling, rashes on neck and chest, sun sensitivity, arthritis symptoms in ankles, hips, neck fingers, both shoulders, feet and wrist, breast burning and stinging, general aching and stiffness, fingers and feet cold/purple, incorrect implant size and breast wrinkling. (Same rptr referred to in 1002295.)